Event description:
It was reported the threads on a 6.0 mm bone screw stripped off as the surgeon was advancing the screw through ther plate. The surgeon prepared the screw hole using the awl and drill before implanting the screw. The reporter stated "halfway down the screw shaft the outer part of the screw threads began to peel off the screw." The fragments were still attached to the screw as the surgeon removed the screw." No adverse event to report or fragments let in the patient. An approximate delay in surgery of ten minutes was reported. The surgeon had no difficulty locking the system completely at the end of the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.